Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was an ens/system issue. The patient reported a communication issue between controller and ens, unable to communicate/connect to controller. There was no communication/can't communicate. Troubleshooting was performed and they attempted to reboot programmer multiple times, but "system error - therapy may have stopped" message persists. The cause of the issue was not known. The issue was still ongoing. Additional information was received from the patient on 2024-aug-12. The patient stated that they were unable to switch sides as the patient's programmer has a system error when attempting to access the my therapy app. The patient stated she has a meeting with her clinician about it tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.